Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/23/2013 with the following findings: investigation revealed that the pump powered on with the appropriate audible and vibratory sounds. The keypad was tested; all keypad buttons were responsive to user input. No hypersensitive keys were observed on keypad. A 10unit normal bolus and a 10unit audio bolus was successfully performed on the pump and both accurately recorded in the pump history. The ezbg bolus was performed on the pump and was set to a bg target=100mg/dl, isf of 1=40mg/dl with the bg's set to 347mg/dl; the pump correctly calculated the total of 6.15 units. A 1.0 unit/hour basal program was executed for 24 hours with insulin:carbohydrate set to 1u:5g; the I:c ratio remained the same with no changes.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump had changed the insulin to carb (I:c) ratio settings and missing boluses in the pump's history. While troubleshooting, the reporter stated that on (B)(6) 2013 the pump had changed the I:c ratio from 3 to 5. The setting had to be reset back to 5. The reporter also stated that the bolus history showed no bolus for lunch (B)(6) 2013 or 5/3/13 although breakfast and lunch boluses recorded. The reporter stated that the patient's bg had reached 68 mg/dl and 414 mg/dl with no symptoms, which do not meet animas' criteria for an adverse event.